Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. A system explant was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs system was explanted on an unknown date for an unknown reason.